Event description:
It was reported through the patient outcome that the patient passed away. The cause of death was progression of dementia and encephalopathy. The patient did not respond to treatment. The patient's outcome was not device or therapy related. The device parameters (flow, speed, power) were within normal limits.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The device was not explanted and was not returned for evaluation. Multiple attempts were made to obtain additional information regarding the reported encephalopathy; however, no additional information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including neurological events (not stroke related) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists neurological dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.